Event description:
A malfunction was reported with malfunction code 12 appearing, but there were no notable events prior to the malfunction. There was no reported adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.